Event description:
Article reports lead dislodgement of model 4023 which was then successfully repositioned. Article also reports loss of capture of model 4033 in another patient with successful repositioning.